Manufacturer narrative:
The company rep checked the power switch and found that the plastic casing of the power switch was broken and a circuit board on the switch loosened. The unit was repaired and the power switch was returned to (B)(4) for evaluation. But no info related to its evaluation is available. It was noted that although all replaced switches in the field are not evaluated for physical damage prior to replacement; there are no complaints for a power switch with this type of physical damage and therefore can be considered as an isolated event. (B)(4).

Event description:
The customer reported that prior to the use on the pt, the power switch did not work. No pt injury was reported.